Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was used in the pancreas to treat a walled off necrosis during an endoscopic ultrasound procedure performed on (B)(6) 2024. The physician was using the endoscopic ultrasound (eus) method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. During the procedure, the distal flange of the axios stent was able to be deployed. However, the proximal flange of the axios stent would not open. The physician attempted to remove the delivery system with axios stent partially deployed, but the entire stent deployed prematurely within the scope. The axios stent was removed together with the scope, and it was pushed out using a different catheter. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Imdrf device code a150103 captures the reportable event of premature stent deployment.

Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of premature stent deployment. Block h11: an axios stent and electrocautery-enhanced delivery system were received for analysis. Visual inspection found the stent was deployed and fully expanded. Functional testing showed that the catheter moved freely through the luer, and the slider could be returned to its original position without resistance. No additional damage was observed on the stent or the delivery system. Product analysis could not confirm the reported event of premature stent deployment, as it occurred during the procedure and cannot be replicated in a laboratory setting. Furthermore, due to insufficient evidence and the inability to thoroughly evaluate the device, it is not possible to determine whether the premature deployment was related to physician technique or a potential device malfunction. Therefore, a review and analysis of all available information indicated the most probable cause is cause not established.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was used in the pancreas to treat a walled off necrosis during an endoscopic ultrasound procedure performed on (B)(6) 2024. The physician was using the endoscopic ultrasound (eus) method of deployment where the second flange of the stent is deployed in the scope, and then the stent is released from the scope by advancing the catheter and retracting the scope in a 1-to-1 fashion. During the procedure, the distal flange of the axios stent was able to be deployed. However, the proximal flange of the axios stent would not open. The physician attempted to remove the delivery system with axios stent partially deployed, but the entire stent deployed prematurely within the scope. The axios stent was removed together with the scope, and it was pushed out using a different catheter. The procedure was completed with another axios stent. There were no patient complications reported as a result of this event.